Event description:
The patient and nurse report that the transfer set became disconnected from the titanium adapter during use. The set is changed with no patient injury or medical intervention required according to the nurse. It is reported by the nurse that this may have happened due to improper procedure by the pt.